Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 mins of 323 mg/dl and 81 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's returned meter ((B) (4)) has been tested with returned test strips (lot 80947) with approved low level reference control solution (lot 6467q101). The complaint was not confirmed and no new issues were observed, all results were within range specification. Additionally, the reported readings of 323 mg/dl and 81 mg/dl were found in the device's internal memory log all within 10 minutes.